Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on approximately on (B)(6) 2025 and ¿came apart in 3 pieces and fell into the patient. All three pieces were retrieved verified by the surgeon and the attending resident doctor. No patient injury.¿ the procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on approximately (B)(6) 2025 and ¿came apart in 3 pieces and fell into the patient. All three pieces were retrieved verified by the surgeon and the attending resident doctor. No patient injury.¿ the procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that the cervical cup and the intrauterine balloon had become disconnected from the device. All components were returned. A root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 reports, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.